Manufacturer narrative:
Stryker evaluated the device and confirmed the reported issue. The device is past it's expected life and parts for non-related issues are not available. The device was returned unrepaired. The cause of the reported issue was a damaged therapy connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's therapy connection was difficult to engage/disengage. As a result, defibrillation therapy may be delayed or unavailable, if needed.